Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide," always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session."

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Cgm and meter bg readings were not provided. No additional patient or event information was available. Reportedly, the customer calibrated the cgm using more than one bg meter. Multiple attempts were made to follow up with the customer; however, no response was received.